Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. The customer experienced a loss of consciousness and was given glucose water and juice by a third-party for treatment and also reported receiving glucagon provided by firefighters. There was no report of death or permanent injury associated with this event.